Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was brought in to the hospital for hematoma evacuation of the pocket. When the physician opened the pocket, the physician decided for a system extraction due to infection. Of note, the rv lead exhibited increased threshold measurements. Subsequently, the lead was explanted. No additional adverse patient effects reported.